Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer changed the battery. Customer was advised to clear the alarm using the esc and act buttons. Customer was advised to manually plush the plunger very slowly. Customer verified that the insulin exits the tubing. Customer ran a manual prime and the pump did not alarm no delivery. Customer was advised that the pump was working as designed. Customer primed successfully but during his insertion, customer stated that his needle was bent and the site was bleeding after he removed the set. No additional information provided.